Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 345mg/dl. The customer experienced nausea and dizziness. Troubleshooting was performed. The time and date were correct, but the customer was unsure about the basal rates and bolus wizard settings. It was stated that the drive support cap appears normal. Assisted the doctor to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.